Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the right motor brake is not engaging, the chair just goes in circles.